Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump made a faint squealing noise when down arrow or light is pressed. Customer also reported that blood glucose was between 70 mg/dl and 80 mg/dl. Customer's blood glucose rose to 400 mg/dl. After customer changed infusion set customer's blood glucose rose to 500 mg/dl. Customer went to urgent care and then to the emergency room. Customer did not have hospitalization information with her. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A slight noise occurs when the back light is activated, which is a normal occurrence.